Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted. On what pulmonary vessel was the device fired? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that in vats lobectomy procedure new pve35a gun got fired and after firing staple line on patient side got opened and pulmonary vessel and bleeding happened. Surgery was delayed one hour. They need to convert vats to open. The patient was stable.

Manufacturer narrative:
(B)(4) date set: 3/21/2022 additional information was requested and the following was provided: on what pulmonary vessel was the device fired?: pulmonary artery. How was the post-op bleeding identified?: it was intra op. How many days postoperative was the bleeding identified? It was intra op what was the total estimated blood loss (ml)?: no data was a transfusion required? No data. What was the pre and postoperative anti-coagulant and pain management protocol?: no data. Was the bleeding intraluminal or extraluminal?: vessel bleeding is extraluminal. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4), date sent: 4/14/2022. Additional information: this is an analysis of a video submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: upon visual inspection of the video provided. It was observed an echelon device inside of the body cavity. Also, the device was observed to be fired and after to fired the device a significant bleeding was observed. Some staples were observed completely formed. Based on the video review, the event described is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion.